Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the plunger broke while she was pulling back on the syringe. To aid in the investigation, one thousand three hundred eighty-one samples in sealed packaging flow wraps were received for evaluation by our quality team. Three hundred fifteen samples were randomly selected for evaluation. A visual inspection was performed, and no defects or imperfections were observed. This product is designed to push the plunger rod down to expel the solution; it is not designed for pulling the plunger rod back. There is no testing to evaluate the products while pulling the plunger rod back. Therefore, no product testing was performed. A device history record review was completed for provided material number 306547, lots 3355773, 4029192, 3355769, 4114289 and 4128644. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material #: 306547. Batch#: 3355773 ,4029192 ,3355769 ,4114289. It was reported by customer that I wanted to report a malfunctioning lot number of 10ml syringes. The lot number is 4124638 for the bd306547. We were able to recreate the malfunction with additional syringes from the same lot. Nurse reported that when she was drawing labs out of pt chemo port, the 10cc flush plunger broke while she was pulling back on the syringe to check for blood return. Multiple nurses then came forward saying this has been happening. Verbatim: complaint received via email(s) attached. I wanted to report a malfunctioning lot number of 10ml syringes. The lot number is 4124638 for the bd306547. We were able to recreate the malfunction with additional syringes from the same lot. Nurse reported that when she was drawing labs out of pt chemo port, the 10cc flush plunger broke while she was pulling back on the syringe to check for blood return. Multiple nurses then came forward saying this has been happening. Additional info: we were able to make the malfunction occur around 2 out of every 5 syringes. We have about 6000 syringes with the lot number that we have pulled. Approximately 2500 sample(s) received in vernon hills in 4 large cases.

Event description:
Material #: 306547 batch#: 3355773 ,4029192 ,3355769 ,4114289. It was reported by customer that I wanted to report a malfunctioning lot number of 10ml syringes. The lot number is 4124638 for the bd306547. We were able to recreate the malfunction with additional syringes from the same lot. Nurse reported that when she was drawing labs out of pt chemo port, the 10cc flush plunger broke while she was pulling back on the syringe to check for blood return. Multiple nurses then came forward saying this has been happening. : complaint received via email(s) attached. I wanted to report a malfunctioning lot number of 10ml syringes. The lot number is 4124638 for the bd306547. We were able to recreate the malfunction with additional syringes from the same lot. Nurse reported that when she was drawing labs out of pt chemo port, the 10cc flush plunger broke while she was pulling back on the syringe to check for blood return. Multiple nurses then came forward saying this has been happening. Additional info: we were able to make the malfunction occur around 2 out of every 5 syringes. We have about 6000 syringes with the lot number that we have pulled. Approximately 2500 sample(s) received in vernon hills in 4 large cases.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Additional batches provided: batch: 3355773, batch creation date: 2023-12-21, batch expiration date: 2026-12-31. Batch: 4029192, batch creation date: 2024-01-29, batch expiration date: 2027-01-31. Batch: 3355769, batch creation date: 2023-12-21, batch expiration date: 2026-12-31. Batch: 4128644, batch creation date: 2024-05-07, batch expiration date: 2027-04-30.